Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was received in backup vvi mode due to memory loss. This was most likely caused by interruption of telemetry during reloading in the field. After downloading device software, normal function ensued. The backup vvi condition did not recur. Due to memory loss and no backup vvi status report provided, the reason for the initial bvvi condition could not be determined.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced.